Event description:
On (B) (6) 2010, patient reported experiencing elevated blood glucose readings since (B) (6) 2010. Patient stated he programmed his infusion device on (B) (6) 2010 and connected to it. Patient reported his blood glucose readings have been around 500 mg/dl. Patient's target blood glucose range is 80-120 mg/dl. Patient stated he noticed that the basal rate was 0.0 units per hour. Patient reported he programmed his basal rate several times, but did not press the check button twice to save them. Assisted patient with programming his basal rates and saving them. Verified his basal rates were saved in the infusion device. On follow up call on 03/03/2010, patient reported his blood glucose has returned to target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.